Event description:
It was reported that, the case did not fit well missing 10-15mm inside temporal region. The surgeon augmented with cement and the case was completed successfully.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.